Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional g6: report type ¿ updated/follow-up h2: type of follow up- additional information/device evaluation d4 serial no; correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6: additional information/corrected information; please disregard use of code "4112" on initial MDR.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.